Manufacturer narrative:
.

Event description:
It was reported that the patient was hospitalized and being treated for an overdose of morphine sulfate due to a pocket fill. The patient has been stabilized and was receiving narcan. A follow-up report will be sent if additional information becomes available.